Event description:
It was reported that during a rectosigmoidectomy procedure, when performing stapling, the stapler echelon powered stapled the tissue however did not open the jaw. The surgeon performed all the stapler unlocking maneuvers but it did not open his jaw and according to the situation the surgeon said had to break the grip so that the stapler open the jaw and thus to release the stapled tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Based on additional information received, the file is classified as a serious injury. Additional information provided: case began as a laparoscopic procedure and converted the surgical procedure to an open procedure because the device jaws could not be opened. Surgeon is strong and he opened the jaws of the device with his own hands once the device was converted to an open procedure. Additional information requested but unavailable: what trouble shooting steps were taken to attempt to open the device prior to the surgeon using his hands on the jaw? Did the surgeon pull the closing handle closed while he/she pressed the release button? Did the surgeon attempt to use powered knife return button? Did the surgeon attempt to use the manual ratcheting mechanism? If so, how many times. Did the surgeon attempt to ratchet the device? Did the surgeon attempt to open the device by attempting to manually open the closing handle? Were there any clips used in the surgical procedure before this firing?

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No damage was noted on the closing triggers. The revers button force and the override mechanism worked as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.